Event description:
A pt (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The pt was injected with 1.0 ml coaptite on (B)(6) 2009; lot number unk. On (B)(6) 2011, the pt reported a development of urinary tract infection. On (B)(6) 2011, the pt was given a prescription for antibiotic by urgent care, name not provided, and recovered on (B)(6) 2011. Per physician, the event was of mild severity and definitely not related to coaptite.

Manufacturer narrative:
The device history records were not reviewed as the lot number injected was unk by the facility.